Event description:
It was reported during a nephrectomy that, the device would not open. The anvil jaws would not open. The vein was cut at the two sides of the stapler in order to take the stapler off of the patient. The case was completed with a vein ligature. There were no other patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.